Manufacturer narrative:
(B)(4). The customer reported that the product was discarded. The root cause of the customer's experience could not be identified.

Event description:
The customer reported a possible check valve failure. Details of the event were reported as follows: chemo (doxorubicin) was started as a secondary infusion; doxorubicin is red in color. After several hours, the pump alarmed for air in line. When the nurse went in to address the alarm, she noticed that the primary flush bag was red, appearing that the doxorubicin had backed up into it. The tubing was changed out. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.